Manufacturer narrative:
(B)(4). S.w version unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back on left side found on (B)(6), 2021. Insulin pump received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, the xtest bootloader traces do not provide the additional information. Suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back on left side. Critical pump error (open book image) alarm confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download history files and traces confirmed. During visual inspection, found corrosion on the electronic assembly and force sensor.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.